Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp4256 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "wire broke. Clinician never met any resistance. Covid patient. Did not save wire." No other information was provided.